Event description:
The tip dislodged from the catheter but remained connected to the nitinol scoring element.

Manufacturer narrative:
The angiosculpt device was returned for lab analysis. Visual examination confirmed a stretched distal inner member of the balloon detached from the distal bond at the balloon tip seal bond. The scoring element is deformed and one distal ring is lifted from the distal bond. The intermediate bond is damaged and one scoring element is lifted from the intermediate bond. Multiple kinks are present on the catheter shaft. There was no detachment or separation of any portion of the angiosculpt device. It is probable that the user may have applied excessive force of the catheter resulting in deformation of the scoring element or stretching of the distal inner member.